Event description:
It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Diagnostics discovered low impedance in both of patient's leads. As a result, surgical intervention may occur in the future to address the issue.

Event description:
Additional information received indicates the patient¿s ipg was explanted and replaced on (B)(6)2022 resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.